Manufacturer narrative:
The following other hip devices were also listed in this report: trident 0 deg constrained insert 28f, cat#: 690-00-28f, lot#: mlkk7r; gap plate screws, cat#: 2080-0040, lot#: mlj4a9; gap plate screws, cat#: 2080-0020, lot#: mlpn9h; gap plate screws, cat#: 2080-0015, lot#: mlt450; gap plate screws, cat#: 2080-0020, lot#: mlnpy2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. Additional information (including x-rays and medical records) was requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Revision of a thr. Patient complained of pain.

Event description:
Revision of a thr. Patient complained of pain.

Manufacturer narrative:
The patient is (B)(6). An event regarding a revision involving a tritanium revision acetabular was reported. The event was confirmed. Visual inspection indicates the shell shows signs of bony ingrowth. The device is otherwise unremarkable. Device history review indicates the device was manufactured and accepted into stock with no discrepancies. The revision was confirmed, however the cause of the reported revision is unknown.